Manufacturer narrative:
(B)(6). The devices associated with this report were not returned. A complaint database search found other reported incidents against the provided product and lot combinations for the pinnacle mtl ins neut36idx58od and srom stm std 36+12l 13x18. Per (B)(4) a review of the device history records for the head and liner is no longer required. A complaint database search finds no other reported complaints against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient was revised to address infection. Update rec'd (B)(6) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, toxic amounts of cobalt-chromium, discomfort, and limited mobility. The doi has been provided. There is no new additional information that would affect the outcome of the investigation update rec'd (B)(6) 2014- pfs and medical records received. This complaint is for the left hip. After review of the medical records the patient was reimplanted after a confirmed infection on (B)(6) 2011. The MDR decisions for products 2,3, and 6 are being revaluated as it was a confirmed infection. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 9/10/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update aug 9, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges trouble walking. After review of the medical records for the MDR reportability, there is no new information. Added complainant information. This complaint was updated on aug 22, 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).